Event description:
The central monitoring system (cns) exited the cns application and the blue screen is visible. Cns will not boot to windows os when power cycled. Reference MFR report 8030229-2014-00005.